Event description:
The reporter called regarding his wife's surestep meter accuracy, because he was concerned that her blood glucose was elevated. He stated he was not certain that he had seen the er1 message. While troubleshooting with the lifescan rep, an er1 message showed in the meter memory, among 9 other readings ranging from 111 to 424 mg/dl. The reporter stated that he didn't even know he had gotten an error on the meter, and that he must have just repeated the result. They did not have any control solution to run a test.